Event description:
A patient reported experiencing inaccurate erratic results with an ot basic original meter. The patient's blood glucose results were 85 mg/dl, 107 mg/dl (blood test reading as control). Tests were done < 10 minutes apart with a difference of 20 mg/dl. Patient did not experience any adverse events. No further information has been reported.